Manufacturer narrative:
The pt remains on going. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. A device tracking form was received, which indicated that the pt had a pump exchange due to a pump pocket infection.